Event description:
Pt having a fistulogram of av fistula. During exam, it was noted that pt had multiple areas of stenosis and pseudoaneurysms. Md attempting to perform angioplasty of the tight stenosis between pseudoaneurysms balloon inflated and ruptured causing piece to embed into pseudoaneurysm wall. Attempts made to retrieve were unsuccessful, and md felt it was best to leave it in place. Pt had to return for subsequent stenting procedure to keep piece from being dislodged.